Manufacturer narrative:
Photographs of lot # 4005244 material # 393234 submitted for evaluation were reviewed. The reported issue was ¿catheter tip integrity¿. Physical samples not submitted for evaluation. The device history record review was completed for provided lot # 4005244 material # 393234. A review of our risk management document was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our specification requirements. There was no rejected inspections or quality notifications during the production of this lot number. 02 photographs of venflon pro 20g product does not show ¿catheter tip integrity¿. Hence the defect ¿catheter tip integrity¿ is not confirmed. Retention samples for lot # 4005244 material # 393234 was tested for catheter pull force. The defect of ¿catheter tip integrity¿ was not found in retention samples. Thus, the defect of ¿catheter tip integrity¿ cannot be confirmed.

Event description:
Venflon pro catheter tip getting easily damaged, and cannula does not even last for 24 hours.

Event description:
It was reported that bd venflon pro 20ga 1.1mm od 32mm l catheter tip getting easily damaged venflon pro catheter tip getting easily damaged, and cannula does not even last for 24 hours

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.